Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product(s): 4194 lead, implanted: (B)(6) 2008. A 5076 lead, implanted: (B)(6) 2002. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited gradually decreased r-waves to a low measurement. High threshold was also noted. Reprogramming was performed. The lead remains in use. No patient complications have been reported as a result of this event.